Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was found unconscious by her son. The omnipod was reading 59 mg/dl during this time. The patient could not recall what the cgm was displaying during this time and did not have bg meter on hand. The patient could not recall if they had symptoms prior to passing. She regained consciousness later that day. The patient experienced unconsciousness. The cgm was reading 59 mg/dl and the blood glucose was not checked. The son provided nasal glucagon and the patient recovered after treatment. The patient noted insulin overdose from the insulet omnipod5 in modified closed loop. At the time of the report, the patient was recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.